Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer's blood glucose (bg) level had been in the 250-350 mg/dl for several weeks. A correction bolus was delivered to address the bg level. The contact indicated that the bg may have been due to a low basal rate, the customer not delivering a bolus at the correct time or forgetting to, or hormones. After visiting with a healthcare provider (hcp), the basal rate had been increased by 10 percent. The customer's bg level then dropped to 51 mg/dl and glucose tablets were consumed to address the low bg level. Tandem technical support suggested that the contact inform the hcp about the low bg level and the contact acknowledged.